Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The surge suppressor printed circuit board, power supply one and two, and rear video connections were replaced. The workstation touchscreen power supply was adjusted. The system is operating as intended.

Event description:
The customer reported that the 9900 system powered off after 45 minutes of use. No patient injury was reported.